Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that her blood glucose had been elevated for several days. She stated that she received blood glucose readings of 368 mg/dl and 388 mg/dl in 2007,she stated that she gave herself a 10 unit injection of insulin and later a 6 unit injection of insulin to lower her blood glucose. She stated that she changed her infusion site on two days later, and discovered that the cannula was bent. The patient stated that her blood glucose returned to normal the next day, after changing her infusion site. The patient's normal blood glucose range is 130-155 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the headset. No product will be returned for evaluation.